Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2012 and mesh was used. On (B)(6) 2012, she returned to the emergency room with complaints of pain. She was discharged from the emergency room with a diagnosis of post operative pain. She returned to the hospital on (B)(6) 2012 with pain. The mesh was removed at that time. During the reoperation, it was noted that the mesh had six large holes where the suture was placed. The mesh was removed and a different mesh was implanted into the patient. The patient is currently without any incident.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).